Manufacturer narrative:
H6 - device code: fracture (1260). Investigation ¿ evaluation: a review of documentation including the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer reported this as one of three events that occurred on this product line. For one of the two other events (report reference number: 1820334-2019-02724), a device was returned and evaluated. Upon inspection of that device, the clear tubing of the catheter was partially separated at the purple hub of the device. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record (DHR) for the complaint device or a database search for additional events associated with the complaint device lot could not be completed due to a lack of lot information. There is no evidence to suggest that the device was not manufactured to specifications or that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "intended use the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause was not able to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject® single lumen bedside power-injectable PICC line was leaking at the connection between the transparent tube and the violet hub. It was reported that when the catheter is bent, the injection of liquid leaks at the violet hub. Additional information regarding patient information and event details have been requested, but have not been made available at the time of this report.